Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with an occluded renal artery. The cause of the occlusion is unknown. Four days later the patient presented emergently to the physician¿s office with clothed right renal snorkel. The physician attempted to open the renal snorkel but was unable to fix. The cause of this event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Event description:
Additional information received reported that the physician was not planning to perform any additional intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.